Event description:
The host hospital generator testing was being performed. Kindred telemetry battery backup did not have enough stored energy to sustain power. As a result, the telemetry went down and the system had to be rebooted. Telemetry was down 1.5 hours. (B)(4) representative on site evaluation showed battery light was on indicating a new battery should be attained to prevent further telemetry failures. Battery backup recommended use before replacement is 2 years. This incident involved a total of 13 patients. No patients suffered any harm during the downtime.